Event description:
It was reported on (B)(4) 2015 that this patient was experiencing an increase in seizures and was admitted to the hospital after falling off of her bike and sustaining trauma to her left side on (B)(6) 2015. System diagnostics showed low impedance. The device was last checked on (B)(6) 2014 with no issues. The physician does not believe the low impedance is due to the bike fall. The patient falls quite often. The increase in seizures is above pre-vns baseline levels. The physician does feel that the increase in seizures is related to the low impedance. The patient underwent lead revision on (B)(6) 2015. The explanted device is not available for return for analysis as the retrieval would require patient release.

Event description:
User facility voluntary medwatch received on 07/13/2015. The report number is (B)(4). The report mentions that during explant after the lead was disconnected and removed, the physician visually observed that it was broken and twisted. Once the new lead was inserted the impedance was back to normal levels.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.